Manufacturer narrative:
The customer did not return the device for evaluation, and no supporting evidence (unit logs, photos, or additional information) was provided. Without the returned unit or additional evidence, further investigation cannot be performed, and a definitive root cause cannot be established. The claim will be closed as no sample returned and will be reopened if value-added info is provided.

Manufacturer narrative:
This product has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender: unknown), the pressure support was not functioning on the device. Complaint indicated that there were no adverse effects to the patient due to the reported malfunction.